Manufacturer narrative:
Device evaluation is anticipated but has not yet began. A follow up will be provided.

Event description:
The user reported "breaks" in patient data on the acuity system. One patient was involved and there was no patient harm.